Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a diamondback 360 coronary orbital atherectomy device (oad) was used for treatment of heavily calcified, moderately tortuous, 90% stenosed lesion in left anterior descending artery (lad) #7. The vessel diameter was 3mm. The lesion had history of restenosis. The vessel was wired with a non-abbott guide wire which was exchanged for a viperwire advance coronary guide wire with flex tip. There was wire bias. Three low-speed and four high-speed atherectomy treatments were performed on lad #7. Resistance was felt when attempting to remove the oad from the patient, but removal was still attempted. The oad and viperwire were removed together due to being stuck together. As a result, the tip of the viperwire fractured approximately 50mm from distal end and remained in distal lad. The oad crown did not jump. A microsnare was used with multiple guide wires to retrieve the fragment; however, it was not successful. The procedure was discontinued. There was no difficulty wiring or delivering devices. There was no clear indication as to why the oad and viperwire became stuck together. There was no tissue/plaque observed on the oad. The stent was fully endothelialized. The oad was used to treat the calcified in-stent restenosis lesion. The patient was stable.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis and detailed analysis was performed on the returned device. The reported material separation was confirmed. The reported difficult to remove could not be confirmed through analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot-specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported guide wire fracture appears to be related to circumstances of the procedure. The guide wire was returned fractured 320 cm from the proximal end. Detailed analysis of the guide wire fracture found excessive rotational wear on the core at the fracture site. Additionally, there is evidence that the fracture occurred while spinning under an elevated stress condition. Bench testing has shown that excessive wear between the guide wire and tip bushing may occur due to tortuosity, tight bends, and/or buckling of the guide wire due to being advanced forward against resistance or wire bias which compresses the guide wire into a bent/buckled shape. It is hypothesized that the excessive wear led to the eventual fracture of the guide wire. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: b5, g3, g6, h2, h6 (codes 4755, 1494, 4118, 3233, and 11 no longer apply). Correction: d4 (model number).

Event description:
It was reported that a diamondback 360 coronary orbital atherectomy device (oad) was used for treatment of heavily calcified, moderately tortuous, 90% stenosed lesion in left anterior descending artery (lad) #7. The vessel diameter was 3mm. The lesion had history of restenosis. The vessel was wired with a non-abbott guide wire which was exchanged for a viperwire advance coronary guide wire with flex tip. There was wire bias. Three low-speed and four high-speed atherectomy treatments were performed on lad #7. Resistance was felt when attempting to remove the oad from the patient, but removal was still attempted. The oad and viperwire were removed together due to being stuck together. As a result, the tip of the viperwire fractured approximately 50mm from distal end and remained in distal lad. The oad crown did not jump. A microsnare was used with multiple guide wires to retrieve the fragment; however, it was not successful. The procedure was discontinued. There was no difficulty wiring or delivering devices. There was no clear indication as to why the oad and viperwire became stuck together. There was no tissue/plaque observed on the oad. The stent was fully endothelialized. The oad was used to treat the calcified in-stent restenosis lesion. The patient was stable.